Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer service states the provider states the left side frame is bent.